Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 29 mm sapien 3 valve in the aortic position, the commander delivery system balloon burst when it was fully inflated. The delivery system was unable to be removed through esheath. Therefore, the devices were removed as a unit. There was no pvl observed post deployment and no post dilating was needed. There was 1 cc less inflation volume used to deploy the valve. No bav was performed.

Manufacturer narrative:
No patient information or imagery was provided. The delivery system and sheath were returned to edwards lifesciences for evaluation. During visual analysis a radial and longitudinal balloon burst was observed. Sheath delamination was observed on one side. No relevant functional testing could be performed due to the condition of the returned devices (burst balloon). During dimensional analysis, the balloon single wall thickness was measured along the edges of the burst location and was found to meet specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. Per the IFU and training, if the delivery system balloon ruptures or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. Based on the review of the IFU and training manual, no deficiencies were identified. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) contributed to the burst balloon and procedural factors (withdrawal of a burst balloon material) contributed to the withdrawal difficulty. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. DHR review did not reveal any manufacturing related issues that could have contributed to this complaint. A lot history review revealed no other complaints relating to ¿balloon ¿ burst¿ and none for ¿delivery system ¿ withdrawal difficulty, through sheath¿. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other returned complaints, but no potential manufacturing non-conformances that would have contributed to the complaints were identified. The review of complaint data found that the complaint rate did not exceed the (B)(6) 2019 control limit for the trend categories. The complaints for ¿balloon - burst¿ and ¿delivery system - withdrawal difficulty-through sheath¿ were confirmed based on the condition of the devices. N no manufacturing nonconformities were found in the returned sample. A review of the DHR, complaint history, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and procedural factors (retrieval of a burst balloon material) may have contributed to the events. The complaint occurrence rate did not exceed the november 2019 control limit for the applicable trend categories. Since no edwards defect was identified in the evaluation and no IFU/training manual deficiencies were identified, no corrective or preventative action is required.